Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she has been having an issue with voiding for maybe the last 5 to 6 days. Patient is not even voiding 200cc a day. Patient feels bloated and uncomfortable. Patient said she turned the stimulation up last night. Patient's current setting is program 4 at 2.5 volts and increased stimulation to 2.9 volts. Patient will follow-up with the healthcare provider. No further complications were reported.